Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed as the indeflator maintained pressure and no leak was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during preparation the connection was not fully tightened resulting in the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a copilot, air was noted as coming in the syringe. There was no patient involvement and no clinically significant delay in the procedure. The copilot was replaced with an unspecified device to successfully complete the procedure. No additional information was provided.